Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that in (B)(6) 2018, the patient started having spasms and passing out when using the ins. When the ins was turned off the spasms and passing out would stop. No known causes were known at the time of the report. The rep is planning to meet with the patient to check the integrity of the system but the date of the appointment was not provided in the report. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Corrected/updated outcome attributed to adverse event. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a device manufacturer representative. The patient called the rep on (B)(6) 2018 to ask if the battery was supposed to flip over. The patient was referring to the ipg and noted that it was flipping in the pocket. The rep told the patient to notify their healthcare provider (hcp) and see him in his clinic and that the rep should be there at the time of said appointment for technical help as well. It was further reported from a hcp via a rep that the patient had a return of pain. The patient had been in 2 car accidents. The patient was in a car accident shortly after implant (hit front of car). The patient was in a second more recent car accident about 3 months from the date of this report (hit back of car). An x-ray was done and found that the right lead had pulled down about 2 vertebral bodies. The patient was reprogrammed on (B)(6) 2018 and they would revise the lead if the reprogramming didn't work. The location of the pain was noted to be paresthesia areas. It was further noted that the muscle spasms the patient experienced were in the middle part of her back "where the leads were located". The root cause of the symptoms was presumably her auto accident. The patient had been scheduled for surgery to revise the battery and/or the leads. It was unknown if the spasms and passing out had resolved when the ins was on. Additional information received from a healthcare provider (hcp) via a device manufacturer representative indicated it was just the right lead that underwent revision but the serial number was unknown. The patient passing out was not thought to be related to the device or therapy. No further complications were reported.